Event description:
The patient had a right-sided chest tube to low wall suction. In the morning, the interventional pulmonary physician ordered tpa (alteplase) and dornase to be administered via through the chest tube; the physician was concerned for blood clots and wanted to break them up. A green curos cap had been placed over the three-way stopcock by the radiology physician team to cover the access port. The administration was completed and the chest tube remained clamped for 1 hour. When is was unclamped an hour later, as directed by interventional pulm md, the chest tube did not appear to be draining. This failure to drain occurred despite the continuation of the low wall suction to the chest tubes. Concurrently, the patient started to medically decompensate and required a non-rebreather mask at 100% and multiple medications to manage his rising sbp (systolic blood pressure) to the 230s. Multiple providers were called to the bedside including medical mds and nursing specialists and supervisor. The interventional pulmonary physician returned to bedside and attempted to flush the patient's chest tube with 10cc ns in order to promote drainage. He remained concerned that a clot may have formed and blocked the tube. When he forcefully drew back on the access port leading to the patient's chest-tube stopcock, the physician noted a very small white ball appeared at the very end of the access port. The physician was able to pull small white ball out with his fingertips, commenting that it looked similar to white portion of the curos cap that is impregnated with alcohol. The original cap had been discarded when the administration was provided one hour earlier, so it was not available for inspection. Once the tube was cleared of the small white ball, then the chest tube began draining serosanguinous drainage and the patient recovered.

Event description:
The patient had a right-sided chest tube to low wall suction. In the morning, the interventional pulmonary physician ordered tpa (alteplase)and dornase to be administered via through the chest tube; the physician was concerned for blood clots and wanted to break them up. A green curos cap had been placed over the three-way stopcock by the radiology physician team to cover the access port. The administration was completed and the chest tube remained clamped for 1 hour. When is was unclamped an hour later, as directed by interventional pulm md, the chest tube did not appear to be draining. This failure to drain occurred despite the continuation of the low wall suction to the chest tubes. Concurrently, the patient started to medically decompensate and required a non-rebreather mask at 100% and multiple medications to manage his rising sbp (systolic blood pressure) to the 230s. Multiple providers were called to the bedside including medical mds and nursing specialists and supervisor. The interventional pulmonary physician returned to bedside and attempted to flush the patient's chest tube with 10cc ns in order to promote drainage. He remained concerned that a clot may have formed and blocked the tube. When he forcefully drew back on the access port leading to the patient's chest-tube stopcock, the physician noted a very small white ball appeared at the very end of the access port. The physician was able to pull small white ball out with his fingertips, commenting that it looked similar to white portion of the curos cap that is impregnated with alcohol. The original cap had been discarded when the administration was provided one hour earlier, so it was not available for inspection. Once the tube was cleared of the small white ball, then the chest tube began draining serosanguinous drainage and the patient recovered.